Event description:
A medtronic representative reported that, while in a procedure using fluoromerge in synergy spine, they experienced intermittent accuracy issues (specific measurement was not provided).. It was stated that the frame did not move and 1 out of 6 screws were displayed incorrectly, however, were not placed incorrectly. A tube test was performed and it showed accurate. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not-reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(6 )2013. Software investigation completed. Findings are that a multi axial screw was used. The screw projection drop is in trajection of the driver not from the screw head. Not a software issue. Software functioning as designed.